Event description:
Event description cpi received information that at a routine follow-up appointment of this pacemaker dependent patient, the physician was unable to obtain pacing impedance measurements and a loss of capture was noted at 7.5 volts. Once the impedance measurements were finally obtained they were noted to have increased greatly since implant.